Manufacturer narrative:
The fault was cleared by the customer. No ge service was performed.

Event description:
The customer reported the system will not produce x-rays. No patient injury was reported.